Event description:
The lay reporter / wife contacted lifescan (lfs) on january 17, 2007, alleging an error 2 and an error 5 message on her husband's one touch ultra meter. A medical affairs specialist (mas) spoke to the husband and obtained the following information: for the past 4-5 days prior to january 12, 2007, the patient was unable to obtain a reading on his meter. He claims that the meter displayed either an error 2 or an error 5 message. Since he was unable to obtain a reading, he still took his set amount of glypizide twice a day. Around 3:30 pm in 2007, the patient experienced frequent urination, thirst, dizziness, tired and pale face. He attempted to test his blood glucose and again obtained an error 5 and then an error 2 message. His wife then took him to the ER. Around 4:00 pm the patient was tested on the hospital's device and obtained a 400 mg/dl and was treated with insulin via IV. The patient was in the ER for three hours and diagnosed with hyperglycemia. The patient refused to provide any further clinical information. An error 2 could be caused by a used test strip or a problem with the meter. Error 5 indicates that the meter has detected a problem with the test strip. Possible causes are test strip damage or an incompletely filled confirmation window. The technique of applying blood on the test strip was correct. The test strips were in good condition. The reporter was unable/unwilling to retest with a new vial of test strips to verify whether the issue was resolved. There were no error messages when the patient reviewed the meter memory with the cca. Customer care advocate (cca) sent the patient a replacement meter. The complaint is being reported because the patient was unable to obtain a blood glucose reading for 4-5 days, experienced symptoms, went to the ER and was treated for hyperglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.